Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, eccentric, 90% stenosed, de novo lesion in the distal left circumflex coronary artery. The 3.0x15mm nc trek balloon dilatation catheter was advanced with slight resistance with the lesion and during the second inflation, the balloon ruptured at 15 atmospheres. The procedure was completed with deployment of a xience xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.